Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4318, lot #: 18442545, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg and lead incision sites. Symptoms were redness and drainage coming from the midline incision site. The physician believed that the infection was not device related, but believed it was surgical air. The patient was prescribed antibiotics and underwent an explant procedure.